Event description:
Event description boston scientific received information that the patient that was implanted with this cardiac resynchronization therapy defibrillator (crt-d) reported that the device had malfunctioned and resulted in the device being replaced with a competitors device. The patient was upset that they had no choice in the replacement device.